Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. (B)(4). The product photo investigation was completed: investigation summary: upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4).

Event description:
It was reported that a female patient, who underwent primary breast augmentation with a 300cc mentor memorygel breast implant on the right side, suffered right side breast implant rupture and right breast capsular contracture; baker grade ii, post-procedure. The rupture was diagnosed via MRI. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel implants on (B)(6) 2020.